Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "simple cystic structures" (ndr), "marked undulation in its contours," "intracapsular rupture with collapse of the internal capsule and signs of extra capsular rupture" against right device. Device remains implanted.

Event description:
Additionally reported were "internal pain, body inflammation."

Event description:
Healthcare professional reported "simple cystic structures," "marked undulation in its contours," "intracapsular rupture with collapse of the internal capsule and signs of extra capsular rupture with extrusion of prosthetic material towards the sternal area on the internal face of the prosthesis" "body inflammation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red particles material was found on the shell and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.